Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had a history of increasing capture thresholds over time. The patient was admitted to the hospital with worsening heart failure symptoms. An atrioventricular - av optimization was ordered and during the procedure it was discovered that the lead failed to capture at maximum output. The lead was capped and replaced successfully. The patient was in stable condition before, during and post procedure.